Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient had cognitive deficit after pump refill; pump was explanted and replaced. It was unknown if the event was attributed to the device or its components. The surgical outcome was "good" and the patient outcome was noted as no injury. Drug delivered via the pump was fentanyl.

Event description:
It was reported that the pt had experienced a change in therapy effect since the last two refills. A couple hours after the refill patient had trouble speaking and had neurological deficit. Pt's husband stated it wore off over night. The same incident occurred at the next refill but lasted for 3-4 days. Hcp was not able to identify the problem. According to the hcp "pt had been receiving the same drugs and concentration but might have had a dose increase in september." Add'l info has been requested, but was not available as of the date of this report.